Event description:
It was reported that during a percutaneous transluminal coronary angiography treatment procedure, a stent dislodgement occurred. The target lesion was located in the left anterior descending artery. A 2.25x28mm promus element drug eluting stent was advanced to treat the target lesion but encountered difficulty crossing the lesion. However, the stent dislodged from the balloon into the target lesion. The stent was retrieved intact. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that during a percutaneous transluminal coronary angiography treatment procedure, a stent dislodgement occurred. The target lesion was located in the left anterior descending artery. A 2.25x28mm promus element drug eluting stent was advanced to treat the target lesion but encountered difficulty crossing the lesion. However, the stent dislodged from the balloon into the target lesion. The stent was retrieved intact. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for evaluation. The catheter was returned without the stent. An examination of the balloon found a clear impression of where the stent had been crimped initially. The hypotube had various minor kinks along its length. Some traces of blood was visible inside the guidewire lumen. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).